Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During insertion it was reported that the first sheath was defective. There was a crack that caused a leak. The sheath was replaced and new sheath delivered. There was no patient harm reported.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. The data log shows that signal-to-noise ratio (snr0 and contrast dropped close to 0 and 10 as soon as the pump was inserted into the patient's body and ramped up to p9 with a placement signal not reliable (psnr) alarm of 130. Gain, light and lamp were not affected during case run. Additionally, snr is periodic, but its period does not match the periodicity of the pulsatile placement signal during the case run. As per the clinical guidelines, a perclose suture was placed before inserting a short 14fr peel-away sheath, which had a cracked valve and began to leak after the dilator was removed. The ci was entered, and a new sheath was inserted without issue. Additionally, psnr was reported during the case. The introducer damage failure mode was replaced with the access site bleeding failure mode since the bleeding was reported from the damaged introducer sheath. The cause of the access site bleeding issue was most likely damaged valve. The damage valve location and type could not be confirmed without product back. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant also reported that, during support, there were placement signal issues but this did not prompt intervention. The pump was weaned and explanted at conclusion of the high risk percutaneous coronary intervention.